Event description:
The following has been reported: biomed reported: "tube loaded incorrectly message" patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Performed mock infusion and unit had a tubing set error. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and found fva pins have excessive debris. Loading pins have debris. Cleaned fva pins, loading pins and channels. Performed set ID admin test and valve home test, unit passed. Fva lip seals, upper/lower loading pin lip seals and rear cover will be removed and replaced during repair process. No other damage found.